Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect gas delivery engine (gde) has been returned to carefusion for further analysis. Analysis is currently pending and a supplemental report will be submitted once the analysis is complete.

Event description:
The customer reported that the avea ventilator had a note on it saying that it shut down three times. The customer stated he doesn¿t know if the unit was on a patient so patient involvement is currently unknown as this time.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting as there were no anomalies or irregularities discovered with the suspect gas delivery engine (gde).

Event description:
Additional information was provided from the customer stating that the reported issue occurred during patient use but that there was no harm or injury to the patient.